Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual examination of the connector noted no anomalies. Tool marks were noted on the device can/shield. Arc marks were noted on the device can.

Event description:
It was reported the patient developed a systemic blood infection. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.